Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent anterior cervical discectomy and fusion at c4/5 using cervical plate. Reportedly, post-op, the plate migrated in-situ. The patient's has had ongoing difficulty in swallowing. The surgeon is convinced that it (difficulty in swallowing) is related to the fact that the upper level of the plate has become dislodged by at least six mm from the anterior spinal surface at c4. As per patient's review of her cervical spine x-ray, films reveal the displacement of the upper screws and plate away from the c4 vertebral body and compressing the esophagus. The patient is expected to undergo revision surgery for instrumentation removal.